Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02147.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while advancing the two smart coils, they became stuck within the friction locks. Therefore, the smart coils were removed. It was reported multiple attempts were made to advance the smart coils, including different hand placements, but the attempts were unsuccessful. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned smart coil could not confirm the reported complaint due to the device being returned without its introducer sheath. During functional testing, the pusher assembly was unable to be sheathed with a demonstration introducer sheath due to the kinks in the pusher assembly and functional testing could not be continued. Therefore, the root cause of the complaint could not be determined. The kinks in the pusher assembly were likely incidental to the complaint and may have occurred during packaging for the device returned. Further evaluation of the device revealed offset coil winds throughout the length of the embolization coil. This damage was likely incidental to the complaint. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement, and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the kink and fracture near the pusher assembly mid-joint. Due to the pusher assembly fracture, the embolization coil was detached from the pusher assembly, and the device was unable to be functionally tested. Further evaluation of the device revealed that the pusher assembly was kinked throughout its length and the introducer sheath was stretched and kinked. Based on the location of the damages, these damages were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-02147.